Event description:
A blood glucose reading was taken in a pt. Blood glucose reading was 400 plus (mg/dl) a lab draw was taken and the result was 125mg/dl. States pt was in dka. Pt performed back to back test and received two readings of 90mg/l. States that controls were in range but did not provide ranges. A request was made for the return of the suspect device. Declined new device.